Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/pvc - portex tubes bluselect . The sample on complaint form used was pn:101/870/060cz. But the actual complaint is about pilot balloon which is part of tijuana subasassy pn:10009163-001. The following report will be focus in this subassy. Visual inspection from 12 -16 revealed pictured the inflation was detached from the pilot balloon. Sme reviewed manufacturing documents by engineering from tijuana which revealed testing passed 100%. This is based on a secondary assessment after viewing smiths medical czech republic production was identified with no similar trends. Based on the information provided in the complaint description, it is most likely that the unit was damage once it left shm since manufacturing performs a 100% inspection of the device for damage in different parts of the process and quality performs an inspection on a representative sample of each lot, it is even reinspect at another smh manufacturing site. A theory of bonding issue may be cause.

Event description:
Investigation completed.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes bluselect malfunctioned. When the customer attempted to check the cuff's air pressure during the use of the product, he noticed the inflation line was detached from the pilot balloon. No patient injury.